Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to foreign substance found on components on the battery interconnect board. The battery interconnect board was replaced to resolve the report. It could not be confirmed were the foreign substance came from. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.